Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for gravrata. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus received additional information from the user facility as follows; after the user facility started to use a non-olympus brush, hedgehog (boston), microbes were detected. The user facility did not go through enzyme detergent into the channel at the precleaning until this event happened. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has been returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the followings; - there were missing part of the glue on the bending rubber. - there were smears on the objective lens. - there were no abnormalities, such as damages, scratches, and stains, on the other parts including the instrument channel outlet and the inside of the instrument channel. The exact cause of the reported event could not be conclusively determined.